Manufacturer narrative:
Continuation of d10: 419688 lead, 5076-45 lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a loss of capture and oversensing was observed on both the right ventricular (rv) lead and right atrial (ra) lead. It was noted that the coronary sinus lead was in the right ventricular port of the implantable pulse generator (ipg). It was also noted that the patient heart rate was falling below the programmed lower rate limit. A right ventricular (rv) lead bipolar lead impedance warning was triggered due to high and undefined impedance measurements. It was noted that the rv lead exhibited high threshold measurements. The patient underwent a lead revision, and a leadless implantable pulse generator (ipg) was implanted and remains in use. The implantable pulse generator (ipg) system also remains in use. No further patient complications have been reported as a result of this event.